Manufacturer narrative:
(B)(4). Conclusion: aortic neck angulation.

Event description:
An endurant stent graft system was implanted for the treatment of a proximal type I endoleak. The proximal aortic neck was 21 mm in diameter and 8 mm in length. The aortic neck angulation was 90 degrees. It was reported that the patient had an additional procedure to treat the type ia endoleak. The physician implanted endurant aortic cuff however, the type I endoleak was not resolved. Per the physician the proximal type I endoleak was due to the severe aortic neck angulation. No additional clinical sequelae were reported.